Event description:
It was reported that the pt experienced decreased pain relief. The pump dose was turned up. The pump and catheter were replaced. Per the reporter, a dye study was done and the catheter appeared occluded. Upon removal, white stuff was clogging ports. The pt recovered without sequela. The pump was used to deliver fentanyl and bupivicaine.

Manufacturer narrative:
The device system has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.